Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. PMA/510k #¿ exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, an ncompass nitinol tipless stone extractor was found damaged upon opening the package. There was damage in the middle of the device and the handle was damaged. The basket would not open. The device was not used on the patient. Another same type device was used to complete the unspecified procedure. The patient did not experience any adverse effects as a result of the issue.

Manufacturer narrative:
Event description as reported, an ncompass nitinol tipless stone extractor was found damaged upon opening the package. There was damage in the middle of the device and the handle was damaged. The basket would not open. The device was not used on the patient. Another same type device was used to complete the unspecified procedure. The patient did not experience any adverse effects as a result of the issue. Investigation evaluation reviews of documentation including the complaint history, device history record (DHR), quality control, manufacturing instructions (mi), and instructions for use (IFU), as well as a visual inspection of the returned device, were conducted during the investigation. The product was returned to cook for evaluation in the marketing box. The handle was in open position and the basket formation was in the closed position. The cannulated handle protrudes collet knob 2 cm, and the connecting cap was missing and was not returned. Approximately 5 cm of the cannulated handle and coil junction was exposed and was kinked. The pett (the tube inside the handle) is missing and was not returned. The basket sheath had several kinks. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot revealed no recorded non-conformances relevant to the failure mode. A database search did not identify any other events associated with the reported device lot. Based on the available information, cook has concluded that there is no evidence suggesting nonconforming product exists either in house or in field. The information provided upon review of complaint file, device history record, complaint history, and quality control documents provide evidence to support that the device was manufactured to specification. Cook also reviewed product labeling. The product IFU did not provide any information related to the reported issue. Based on the information provided, inspection of the returned device, and the results of the investigation, the cause for the failure of the device to function could not be determined. It was not possible to determine what damage was originally observed by the user and what damage occurred as a result of the attempt to repair the device. The complaint device was returned and was found to be severely damaged. Multiple components of the device were also missing. The provided information stated the user disassembled the device. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.